Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 66-year-old male patient underwent tevar (thoracic endo vascular aortic repair) to treat an aortic aneurysm. During the release of zdeg-pt-38-30-199-pf the release mechanism of the green trigger wire has stuck and when doing the trouble shooting one of the trigger wires broke. First the physician loosens the safety-lock knob from the green trigger wire release mechanism. After that an attempt to withdraw the green trigger wire release mechanism was made, with a lot of force the physician managed to withdraw it a little. Using locking forceps, the trigger wires was withdrawn one by one, but unfortunately one of the wire broke so the physician couldn¿t see the proximal part of the wire, then the physician unscrewed the white piece that is attached to the gray positioner and fortunately the last wire could be withdraw with the locking forceps. It is reported that the zdeg (complaint device) did not land in the intended location and that another zdeg was implanted proximal to the complaint device. Review of the device history record gave no indication of the device being produced out of specification. The zdeg-pt-38-30-199-pf complaint device was returned without shipping stylet, protection tube, stent graft, sheath and nitinol wires. The gray positioner was separated from the main handle body upon return. Only the wire fragments attached to the green release knob were returned. The rest of the nitinol wires were not returned. Several kinks were observed on the steel wire near the green release knob. Scratches and scrapes were observed on the outer side of the green release knob. The green release knob was found to be rotated approximately 45°counterclockwise. During device evaluation the green release knob was dismounted from the handle main body for further inspection. Groove marks were observed in the wire hole and on the handle main body, going from the wire hole against the hub end. This indicate that the green release knob was rotated during retraction. The rotation of the green release knob would catch the nitinol wires between the handle and knob and could cause the green release knob to get stuck. The kinks on the steel wire are most likely caused by the manually release of the wires. An internal action has previously been initiated to address difficulties or inability in withdrawing the green trigger wire mechanism. As a result of the internal action a change of the inner diameter of the green release knob has been implemented recently, to prevent the nitinol wire to get stuck between the handle and green knob, if the green knob is rotated during retraction. The complaint device is produced before this implementation. In addition it is noted that the device is used for treatment of an aortic aneurysm, which is outside the intended use for this device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the release of the prothesis, the release mechanism of the green trigger wire has stuck and when doing the trouble shooting one of the trigger wires broke. Zdeg should have left at the level of the lca and remained in lsa. First the physician loosen the safety-lock knob from the green trigger wire release mechanism. After that the physician tried to withdraw the green trigger wire release mechanism but the physician could not, with a lot of force the physician managed to withdraw it a little. Using locking forceps, the physician withdraw the triggers wire one by one, but unfortunately one of the wire broke so the physician could not see the proximal part of the wire, the physician unscrewed the white piece that is attached to the gray positioner and fortunately the physician could get the last wire and withdraw it with the locking forceps. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 24apr2023: additional intervention was performed, due to the misplacement, another zdeg was implanted to the lcca.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.